Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy and had a power reset during intervention on a patient. In this state the device may not be able to deliver defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy and had a power reset during intervention on a patient. In this state the device may not be able to deliver defibrillation therapy. This issue is patient related; however there was no adverse event reported.